Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 50-year-old male patient, the device displayed a "defib pace device failure" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including power cycling, bench handling, and defib cycling without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device log found evidence of the report. However, a single occurence of this nature is not an indication of a device malfunction and was resolved by the customer after power cycling the device. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.